Event description:
The customer reported experiencing low blood glucose incidents, with a level reaching 38 mg/dl at its lowest. This falls below the normal range. In response, the customer consumed carbohydrates and glucose tablets to address the low blood glucose. Technical support assisted the customer in updating their basal rate settings and advised checking with a healthcare provider when making changes to these settings. The customer understood and agreed with this advice.